Event description:
It was reported that the physician has had difficulties getting sufficient samples with the device. He reports that he is able to obtain only about 1/4" of tissue after 2 passes.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation as it was discarded by the user facility. Based on the info received, the result of the investigation are inconclusive and the root cause is unk.